Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs a device appears to be intact, has pinkish biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Physician reported capsular contracture baker grade IV confirmed by ultrasound. Device has been explanted. This relates to the left side

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, yellow biological tissue and crease flat. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Physician reported capsular contracture - baker grade IV confirmed by ultrasound. Device has been explanted. This relates to the left side.